Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a few motor error alarms on the insulin pump. Customer's blood glucose was 4.8 mmol/l. Customer did not have a motor position encoder error alarm. The pump was not dropped or bumped. The drive support cap was okay and the pump was not exposed to any kind of magnetic field. Customer stated that they received two motor error alarms in one month. Customer was able to rewind the pump. Customer was advised that the pump needs to be replaced and to revert to a back-up plan.